Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer stated when she was removing a tampon, the string separated from the pledget leaving the pledget inside her. She went to the ER for removal where the ER removed the remaining pieces. She experienced vaginal pain during wear, during removal and after removal. The pain is improving. She stated she is confident no pieces remain inside and does not plan to seek further medical assistance.